Event description:
Before the surgery, when the hospital received the implants from a distributor, the nurse found that 8 oic peek cages had some black stains. The surgery was scheduled 2 days ahead thus the sales rep. Ordered another 8 cages for the surgery. And, also the cages' tray on the bottom appeared somewhat dirty.

Manufacturer narrative:
Six other implants were referenced in this complaint, however, they are related to the same issue found with this implant. No info was found during the review of the manufacturing batch records. It is not possible to see the tiny black dots without a magnification of x50. The dots may be due to the colour of the sterilization indicator on the sterilization bag staining the oic peek cages. Stryker (B)(4) is using sterilization bag from (B)(4) or from the sterilization indicator of the sterilization tapes (B)(4). Conclusion: this complaint is similar to complaint (B)(4), customer has not used the stryker tray for the sterilization which has led to the discoloration of the cages.